Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received. Urethral atrophy is a possibility. Patient experienced recurring incontinence since past year. No adverse patient effects. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.